Event description:
(B)(4). It was reported in the pt's plaintiff fact sheet that as a result of having the product implanted, the pt has experienced internal scar tissue and external scars on the left side of her vagina. She has a constant stabbing pain on her right side, lower abdominal pain and severe pain when she walks for a distance, bends over or picks things up. She has pain in her mid-back, hips and down her leg. She has had continuous urinary incontinence and infections, and bloody vaginal discharge. She cannot have normal bowel movements due to a recurring rectocele. During bowel movements, she bleeds from the vaginal area. She is unable to have sexual intercourse with her husband. She can also feel the mesh during intercourse, and it feels like a stabbing pain. Any insertion causes pain and bleeding. She suffers from emotional and psychological issues, including fear and severe anxiety. Associated MDR: 1018233-2013-02361.

Manufacturer narrative:
The sample was not returned. The lot number is unk therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection / too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).